Event description:
It was reported to boston scientific corporation that a cre wire guided dilatation balloon was used during intestinal dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst. The procedure is was completed with another cre wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during intestinal dilation procedure performed on april 7 2022. During the procedure, it was noted that the balloon burst. The procedure is was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed and a visual and microscopic examination found that the catheter was mechanically cut. The balloon portion of the device was not returned. A functional analysis could not be performed due to the returned condition of the device. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon portion of the device was not returned to be visually and functionally evaluated. It is likely that the customer could not get the device out of the scope and were forced to cut the catheter to push the balloon out of the distal end of the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.